Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (his wife) alleging a onetouch ping meter was displaying inaccurate readings compared to the same meter and compared to a continuous glucose monitoring device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated prior to the start of the alleged issue, the patient felt symptoms of ¿lips numb and losing control.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The reporter stated the patient tested on the lfs meter and obtained readings of ¿333, 64, and 71mg/dl¿. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated on (B)(6) 2013, in the afternoon she had some cheese crackers as treatment to her symptoms. The reporter stated a reading of ¿75mg/dl¿ was obtained on a dexcom continue glucose monitoring device. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site. The reporter stated the patient¿s test strips and test strips vial were in good condition. However, a control solution test was not run due to the reporter not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. The patient treated herself and did not require any additional treatment from a third party or a healthcare professional for an acute complication of diabetes. However, this complaint is being reported because the reporter performed a meter vs. Same meter comparison which meets lfs¿ criteria for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.